Manufacturer narrative:
The impella device was not received and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 76 year old male patient presenting for hemodynamic support via the impella 5.5 device. New information received, via abiomed's long-term outcome and quality indicator (loqi) registry, revealed a potential relationship of vt requiring defibrillation. The impella device was implicated as a possible causal/contributory factor.